Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-01767. It was reported that the patient presented in the emergency room with syncopel episodes. Upon interrogation, the right ventricular lead exhibited loss of capture. The physician explanted and replaced both the right ventricular lead and the pacemaker since there was heme noted to be in the header and had squirted out the set screw port upon inserting the new lead. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 52.4 cm with the helix partially retracted and clogged with blood/tissue. Visual and x-ray examination found no anomalies aside from procedural damage in the form of cuts to the suture sleeve and tie down suture sleeve 10.3 cm from the connector pin. No conductor fractures or internal shorts were noted. The reported event of loss of capture was not confirmed.